Event description:
It was reported that the patient¿s atrial lead had been exhibiting noise since 2011, but the issue had been circumvented by reprogramming the lead. There were no patient symptoms due to the atrial lead noise. Patient came into the operating room for a routine generator change due to elective replacement indicator. During the surgery, an insulation abrasion on the right ventricular lead and atrial lead was also noted. The right ventricular lead was electrically normal. The physician elected to explant and replace the leads. The patient never experienced any symptoms or complications from surgery.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. Final analysis found only the distal end of the lead measuring 50.6cm was received for analysis. External insulation abrasion exposing the outer coil was noted at 47.3 cm to 47.6 cm from the distal tip, consistent with lead friction to can. The etfe coating was intact at this location.